Manufacturer narrative:
The device was returned for analysis. During visual and microscopic inspection, the imaging window was observed kinked and twisted. The guidewire returned separated from the catheter. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Functional inspection that a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter issue occurred. The 90-100% stenosed target lesion was located in the severely calcified and moderately tortuous diagonal branch. The physician double wired with a non-boston scientific (non-bsc) wire down the left anterior descending artery (lad) and another non-bsc wire down the diagonal through a guidezilla guide extension catheter. The opticross hd imaging catheter was advanced over the second wire for ultrasound examination of the diagonal branch. When imaging was turned on, and image appeared and then went dark. The opticross was not able to be pulled out of the patient because it was stuck on the wire. Both wires were pulled but the catheter remained stuck. The second wire was manipulated and eventually the opticross was able to be advanced and then removed, still attached to the guidewire. There were visible kinks in the catheter on the drive shaft proximal to the monorail exchange port. No device fragments remained in the patient and there were no patient complications. The procedure was completed successfully.

Event description:
It was reported that catheter issue occurred. The 90-100% stenosed target lesion was located in the severely calcified and moderately tortuous diagonal branch. The physician double wired with a non-boston scientific (non-bsc) wire down the left anterior descending artery (lad) and another non-bsc wire down the diagonal through a guidezilla guide extension catheter. The opticross hd imaging catheter was advanced over the second wire for ultrasound examination of the diagonal branch. When imaging was turned on, and image appeared and then went dark. The opticross was not able to be pulled out of the patient because it was stuck on the wire. Both wires were pulled but the catheter remained stuck. The second wire was manipulated and eventually the opticross was able to be advanced and then removed, still attached to the guidewire. There were visible kinks in the catheter on the drive shaft proximal to the monorail exchange port. No device fragments remained in the patient and there were no patient complications. The procedure was completed successfully.